Event description:
It was reported that this right ventricular (rv) lead was surgically reposition due to dislodgement. This lead remains in service. No additional adverse patient effects were reported.